Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of respiratory tract irritation, inflammatory response, copd, shortness of breath and constant cough. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.